Event description:
Life-air 1000 was used in order to warm the patient during surgery. The blower hose was not connecteed to a warming cover. At the end of surgery, a 2% tbsa second degree burn was noted on the pt's right arm.